Manufacturer narrative:
The device will not be returned and no photographic evidence has been provided therefore the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A 2 year lot history review shows this is the only event for this lot number and failure mode a two-year review of complaint history revealed there has been a total of 84 reports, regarding 81 devices, for this device family and failure mode. During this same time frame 1,043,808 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00008. Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs. Do not use excessive downward force. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2023 and ¿in robotic surgery, ias12-100lpi are used as auxiliary holes. During the operation, the puncture device ruptured.¿. There was no injury or impact to the patient or user. There was no report of medical/surgical intervention or prolonged hospitalization for the patient. After further assessment it was found, the device did fragment, but the pieces did not fall into the surgical site. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.